Manufacturer narrative:
UDI related data quality updates only: no UDI is provided as no lot number for the affected device have not been provided.

Manufacturer narrative:
Initial reporter: (B)(6); imaging supervisor, r.t.(r). Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the dilator would not lock into the sheath. The hospital staff used a sheath and dilator from a different vendor in order to insert the balloon and continue therapy. There was no patient harm or adverse event reported.